Event description:
The customer reported that the needle is broken. No other info was provided.

Manufacturer narrative:
(B)(4) needle broken. Results: eval of the returned product found the needle pointer rest at 68mm hg instead of zero when not connected. Also the unit rattles inside with movement. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).